Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump off password was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) and company representative (rep) regarding a patient who was receiving sufentanil (500 mcg/ml at 31 mcg/day) via implantable infusion pump. It was reported that the patient had a home refill on (B)(6) 2021. The patient started to get sleepy and have opiate overdose symptoms, so the nurse gave the patient narcan and called the ambulance. The nurse stated that the refill went fine and that they were able to pull inject 3 cc, pull back, inject, and pull back the entire refill. There were no known factors that may have led or contributed to the issue. The patient was admitted to the hospital and given multiple doses of narcan throughout the night. It was noted that the patient had a temperature of 102 degrees and a urinary tract infection (uti) as well. The hcp stated that they would like the pump to be turned down to minimum rate. They had been trying to wean the patient off of the current dosage. At the hospital, the attending physician was requesting to stop the pump. It was reviewed that if the pump was stopped for longer than 48 hours that it could do damage to the pump. Family and physician both wanted to continue with stopping the pump. The patient was planning on being impatient for the next couple of days. The pump was interrogated and updated on stop pump. The nurse did hit the update button for the telemetry. It was unknown if the issue was resolved. Of note, the patient plans to follow up with their managing physician once they are discharged from the hospital. The patient was coherent and sitting up in bed on (B)(6) 2021. The patient's weight and medical history were asked and will not be made available. The patient's status at the time of report was alive - no injury.